Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their implantable neurostimulator (ins) only lasted a year and a month, when it was supposed to last for nine years. Since the device didn't last the nine years the consumer believed it was a malfunction of the device.

Event description:
A consumer reported the implantable neurostimulator (ins) had to be charged three to four times a week, wasn't holding a charge, the most coupling that could be achieved was two bars, and the ins wasn't working properly. It was further reported the consumer was experiencing more pain and a loss of therapy. As a result the ins was replaced on (B)(6) 2016 (it was unknown if the leads were also replaced). At the time of the revision the healthcare provider (hcp) used an x-ray to make sure everything was in place, and since then the consumer was able to achieve six to eight coupling bars and only had to charge once a week. After the revision the consumer recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.